Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The patient was stable. No further information was available.

Event description:
New information revealed that noise was not resolved. There were no programming changes that could be made to resolve the noise.